Manufacturer narrative:
The insulin pump was received missing the black o ring seal from inside reservoir tube lip; the reservoir does not stay locked in place properly due to broken reservoir tube lip. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring in her reservoir compartment fell off and her reservoirs will not lock into place. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that this is the third time that the ring has come off. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.